Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomena were attributed to the failure of the printed-circuit board because over eight years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena were duplicated due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed and the buttons of the front panel could not function. The occurrence date of event is unknown. There was no report of patient injury associated with the event.